Event description:
Additional information was received from the patient and a rep. They reported that the patient was still feeling like stimulation was sometimes turning on and off. It was explained that the patient could be sitting down perfectly and not moving and would have a surge; a drastic fluctuation in the pulse. The patient met with a rep, who told the patient that it was occurring because of the way the patient was moving. The patient felt like there was a short in the system and that there was something wrong with it. The patient also explained that when they would push on a certain part of their back around the ins, they would get the fluctuation. It was reviewed that they would need to see their doctor. The patient later met with another rep on or before (B)(6) 2019. That rep reported the patient's programmed settings were as follows: 7 8 9 10 12 15 14- and 13-, 10.10 volts, 780pw, 80hz. Group impedance is 312 ohms 30.149ma. Impedances were checked and the reported results were: 741-1343 ohms range, although electrode 14 is at 7127 ohms. It was reviewed with the rep that electrode 14 could be causing the surge, so they should consider not using that electrode. It was also reviewed with the rep to palpate along the system to see if a surge occurs and to test the impedances with the patient in different body positions to determine if a pattern can be identified. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They identified the cause of the device as higher impedance on electrode 14 and it'd been used. They stated the patient wanted to keep programming and understood that occasional jolting would occur. This had been confirmed with the physician. No further complication were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) was acting a little funny and their healthcare provider (hcp) wanted them to get in touch with a manufacturer representative. The patient stated that they had it set to where they wanted it and when they would put the device on, the regular intensity would drop off then bang up again. The patient stated that it would initially give them a jolt when they would turn it on. The patient mentioned that they had it ¿ramped up¿ and that the device had been tweaked and was now operating above 100%. It was noted that the issue started a couple of months prior to the date of this report. The patient also mentioned that they charge the ins twice a day and had been doing that since they were implanted on (B)(6) 2010. The patient was redirected to follow up with their hcp to address the symptoms. No further complications were reported or anticipated. Indications for use are non-malignant pain and failed back surgery syndrome.